Event description:
Reportable based on device analysis completed on (B)(4) 2014. No information is available regarding the details of the procedure. It was reported the patient condition was stable following the procedure. However, examination of the returned 2.75x12mm liberte stent revealed a shaft break.

Manufacturer narrative:
Device evaluated by manufacturer - there was blood in the wire lumen. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hypotube kinks. The hypotube was completely separated 75cm from hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).